Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically cut but not breached and was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. Electrical resistance and cross continuity test results were within specification. Visual inspection found outer insulation breached/ cuts and blood ingression. The insulation breach did contribute to the electrical complaint of intermittent capture and it appears to have been caused at the implant. Concomitant product: product ID 5076-58, lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that one day post implant, the patient experienced an episode of nausea and vomiting. A device interrogation found that the right ventricular (rv) and atrial leads had intermittent capture at maximum outputs. The leads were checked under fluoroscopy and were found to be dislodged. During the revision procedure the physician could not advance a guide wire past an acute angle in the axillary vein where the leads appeared to be crimped. The physician decided to explant leads and do new sticks past the acute angle. Two new leads were implanted without complications. No patient complications have been reported as a result of this event.